Event description:
Unsure if a defective hip implant was put in my body on date indicated. In (B)(6) 2019 I had hip replacement surgery (right hip) at (B)(6) medical center in (B)(6). The surgeon was (B)(6), md ((B)(6)), who selected all aspects of the implant the hip prosthesis manufacturer is, conformis, a company in (B)(4), who makes a "custom prosthesis" to individually fit persons physical characteristics. I have been experiencing pain in that hip for some 18 months. I have notified the surgeon in writing, his practice, MFR. And filed complaints with the patient advocate, lavantis and (B)(6) hhs with complete documentation. I have filed a complaint with lavantas, a quality improvement organization (they have some type of contract with medicare), and additionally provided them full documentation of my complaint. They are supposed to be a patient advocate consultant to medicare. They have responded as an advocate for hospitals medical professionals, medical device manufacturers; just about everyone except the pt. I have notified my healthcare insurance company about the problem and to date they are indifferent to this matter. We are at odds as to who/where to have and pay for a second opinion. My insurer agrees that proper care "care appropriate with "minor deviations" but, have not provided any explanations of minor deviations". The implant has been problematic since the operation. There were problems with the pt following the operation, there was no pain care provided and the surgeon walked away for a time period of almost eight (8) months without any care provided. All perhaps contributing to a defective prosthesis. Lavantis has provided three conflicting opinions that contradict one another about the prosthesis. The MFR has stated that problems with their prosthesis were due to in-house clerical problems and have lost important inventory documents. Lavantis agreed with the makers explanations. Even a "circulating nurse" participated in the operation, who knows why. However, this is the problem and why I am asking your office to involved in this matter. I found the attached recall documentation on-line. The hip prosthesis was recalled by the manufacturer on march 29, 2019 and terminated the recall on april 28, 2020 (over a year later?). My surgery was (B)(6) 2019. I was never told of the recall. I have asked if the prosthesis implanted contained all the recall corrections made to the prosthesis. No one will tell me or provide any explanations? Lavantis tried to hide the recall saying the maker was having "clerical problems". Then after my continuing pressure to obtain information about "something unknown" put in my body I received no explanations. Then, all the documentation they needed for explanations appeared approximately one/one-half years after they were "lost". I was never advised of this recall notice. I have no idea what has been implanted in my body and have had nothing but problems since the operation. (You might be interested to know that I have had a generic prosthesis implanted in my left leg in (B)(6) 2020 and not one problem to date). It should be noted FDA requires the surgeon and company (?) To discuss the matter with the patient; this was never done although there was ample time. So, did I receive a "custom made" prosthetic device; receive all the documentation and information needed to make necessary informed decisions and have this operation or was I and medicare defrauded or something else? Was information withheld, facts dissuaded and FDA guidelines ignored? As important, I think as the recall includes an additional 171 serial numbers of devices listed on the recall. Were the parties advised of the problems the maker had? Are any of them experiencing the same types of pain problems I am experiencing? Based on the cost of just my operation, about (B)(6) times 171 and you are looking at about (B)(6)? I hate to close with this thought. I am not a conspiracy theorist but, there seemed to be numerous attempts to hide accurate information and not provide simple answers? Not once did lavantis contact me to verify the accuracy of the information they were being provided from the other participants. They made decisions without proper documentation, took innuendo as fact, failed to verify untrue statements or investigate facts or any part of this matter in detail.